Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported in a literature article that following a cataract extraction with intraocular lens (iol) implant procedure, the visual function decreased due to vitreous opacity after insertion of an intraocular lens in which visual function was restored by vitrectomy, and there was a posterior capsule opacification and yag laser. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.3., and h.10. Literature document attached in regulatory report attachment. The file has been opened from a literature report: a study of 17 eyes with visual function decreased due to vitreous opacity in eyes with multifocal intraocular lens insertions. One lens was indicated to be a company iol.. Report stated: vitrectomy for waxy vision due to vitreous opacity has been reported in eyes with a multifocal iol. It is necessary to consider the possibility of vitreous opacity as well as posterior capsule opacity when visual function deteriorates after insertion of a multifocal iol. After 25g vitrectomy, visual function improved from preoperatively in all eyes and satisfaction improved.